Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the system controller alarmed for about 3 seconds and the system monitor showed that the driveline was disconnected. The driveline connection to the system controller and plug were checked and were ok. The system monitor then began intermittently flashing "no flow" in red with no audible alarm. The system controller was exchanged.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.